Manufacturer narrative:
Product event summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found.

Event description:
It was reported that during the implant procedure, the patient had diaphragm stimulation after the lead was placed. The lead was removed and a different lead was then attempted. But due to the patient¿s tricuspid regurgitation this second lead could not fix well. The second lead was removed. Another different lead was then attempted. The physician was able to implant this third lead and it remains in use. Review of the first attempted lead indicates that it had exceeded its sterility expiration date at the time of the implant procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.